Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012877167); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve implantation procedure, the transcatheter aortic valve was positioned too low (7-8 millimeter (mm). The cardiologist attempted to recapture the valve into the capsule of the delivery catheter system (dcs) d-evolutfx-2329, but was unable to achieve full recapture, even with the use of the overdrive function. The system was subsequently retrieved and replaced with a new system, which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H6. Device codes were added. Additional codes. An annex g code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve implantation procedure, the transcatheter aortic valve was positioned too low (7-8 millimeter (mm). The cardiologist attempted to recapture the valve into the capsule of the delivery catheter system (dcs) d-evolutfx-2329, but was unable to achieve full recapture, even with the use of the overdrive function. The system was subsequently retrieved and replaced with a new system, which was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received to report the annular calcification at the patient's native aortic annulus may have contributed to the deployment issue. It was noted the valve frame may have caught on the calcification during recapture. During recapture, when the deployment knob was turned, the capsule responded, but could not be fully closed. Approximately 5mm of the valve frame remained out of the capsule when the system was withdrawn from the patient.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.